Manufacturer narrative:
(B)(6) 2023 device explanted. Upon receipt, the ICD interrogation revealed the eri battery status. The device was implanted for three months, and five charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. During the analysis the current consumption of the ICD was verified and found to be normal and as expected. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. An evaluation of the memory content revealed a mismatch of battery voltage and current consumption of the ICD. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured. The measurement yielded an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, that caused an increased current consumption, leading to the clinical observation. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly, the final acceptance test proved the device functions to be fully functional. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable. Based on the warranty conditions, replacement free of charge will be given.

Manufacturer narrative:
On (B)(6) 2023 device explanted. The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In particular, the final acceptance test proved the device functions to be as specified. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
This device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.